Manufacturer narrative:
(B)(4). The device lot number was submitted as unknown in the initial report and had been updated to 3369690. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device manufacture date was documented as unknown in the initial report. It has been updated to february 28, 2011. The actual device was returned for evaluation. Reliability engineering evaluated the device had general condition and cable defective. It was also noted that the device failed pre-test for general condition, cleanness and damages. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). The device serial or lot number is unknown the manufacturing location was unknown. Device manufacture date is unknown. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 3 of 3 for the same event. It was reported from (B)(6) that before use on the patient, it was observed that after long use, the drill device continued working even after their foot was removed from the foot switch device. The foot switch device was in use with the console device and cable for footswitch device. It was not reported if this event occurred during a surgical procedure. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.